Manufacturer narrative:
Initial and final MDR(B)(4) - device 6 of 6

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced six infusion set cannula kinked event (B)(6)2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.